Event description:
The pt reported that the pump system was removed two weeks after implant due to infection. No pt symptoms, treatment, or outcome was reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info received.